Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, a balloon rupture in a pinhole form was noted near the tip of the balloon upon first inflation when inflated at 6 atmospheres for 10 seconds. The device was removed without any problem and procedure was completed with a different device. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6).